Manufacturer narrative:
Title: medtronic freestyle aortic bioprosthesis: a potential option for haemodialysis patients citation: interactive cardiovascular thoracic surgery. 2016 apr; 22(4):459-63 (doi 10.1093/icvts/ivv388) authors: yasser y. Hegazy, amr rayan, ralf sodian, wael hassanein and jürgen ennker earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the implant and performance of freestyle (fs) and stented bioprosthetic aortic valve (non freestyle (that had been implanted into patients undergoing hemodialysis for end stage renal disease. All data were collected from a single center between 2007 and 2013. The study population included 84 patients (predominantly male; mean age (76.4 ± 8.1 vs 74.9 ± 7.2 years). Thirty-six patients were implant with one of two types of stented bioprosthetic aortic valves, a hancock ii or a non medtronic valve. Forty-eight were implanted with a freestyle stentless aortic bioprosthesis (serial numbers not provided). Among all patients implanted with a stentless aortic bioprosthesis adverse events included: 18 incidents of atrial fibrillation, 4 incidents of ¿re-exploration¿, increased gradient measurement of 11.9 ± 5.3 mm hg, 2 incidents of trace to mild paravalvular leak, 8 incidents of 1 trace to mild aortic insufficiency, 2 incidents of permanent pacemaker implant, 2 incidents of deep sternal wound infection, and 6 incidents of unspecified neurological disorder. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.